Event description:
Literature: de la casa-fages b, grandas f. Dopamine dysregulation syndrome after deep brain stimulation of the subthalamic nucleus in parkinson's disease. J neurol sci. 2012;312(1-2):191-193. Doi: 10.1016/j/jns.2011.08.014 summary: this article presents case studies of three patients with parkinson's disease (pd) who developed de novo dopamine dysregulation syndrome (dds) within a year of surgery for deep brain stimulation (dbs) of the subthalamic nucleus (stn). The patients overused dopaminergic drugs to avoid anxiety, dysphoria and other non-motor symptoms. The authors hypothesized that the combined effect of dopaminergic replacement therapy and dbs on the limbic territory of the stn could have precipitated the dds by inducing hyperstimulation of the mesolimbic dopamine system, although, a definite causal relationship between dds and stn dbs could not be established. The authors found that the outcome of dds is poor despite dbs adjustments, attempts to reduce the dose of dopaminergic drugs and the addition of quetiapine or antidepressants. Reportable event: patient 3, a (B)(6) old male with no history of psychiatric or cognitive deficits who underwent stn dbs because of severe motor fluctuations and dyskinesias, began to drink high quantities of caffeine-rich beverages (coke) two weeks after initial stn dbs adjustments. Some weeks later, the patient developed hypersexuality and was diagnosed with hypomania. Biperiden, selegiline and amantadine were discontinued and levodopa and pramipexole doses were decreased. A post-operative MRI showed that the electrodes were correctly positioned. The device was reprogrammed and the patient's motor function was greatly improved and the hypomania subsided. Three months after surgery, the patient admitted taking double the prescribed dose of pramipexole because, he "needed it." Citalopram and quetiapine were prescribed and pramipexole tapered, the hypersexuality and compulsive coke drinking disappeared but the patient developed apathy and spent most of the day sitting on the sofa. Eighteen months after surgery, the patient began to use double the prescribed dose of levodopa because he "needed to take it." The patient could not tolerate switching off the dbs due to rapid worsening of motor symptoms and anxiety. Three years later the patient continued to overuse levodopa despite the continued motor improvement. The patient's apathy partially improved. See literature article attached to MFR report #3007566237-2012-00318.

Manufacturer narrative:
Implanted: unk, explanted: unk. Lead: model: unk, lot/serial # unk, implanted: unk, explanted: unk. This date is an estimate based on the date the article was submitted. Actual event date is unknown. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested.